Event description:
It was reported that the home patient (hp) observed blocks of air in the patient line at the end of peritoneal dialysis (pd) therapy on the homechoice (hc) machine, while the hp was connected. The hp stated that they did not notice the air at the beginning of therapy, after priming was completed. Nothing was found during troubleshooting that would have caused or contributed to the air. There was no patient injury associated with this event. No additional information is available. This is report 2 of 2 for this patient.

Manufacturer narrative:
(B)(4). (B)(6). An event indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.